Event description:
Received information that customer received a low power alert and was unable to recharge battery. The customer's bg level was not impacted.

Manufacturer narrative:
It is noted during investigation that contamination was observed inside the usb power. The cause of the contamination is unknown.